Manufacturer narrative:
Mckesson medical surgical is the assembler of the 1176194 ancillary adult convenience kit (lot # 210201-gb1) on behalf of the sns that includes this safety syringe. The customer did not provide the identification of the impacted syringe. We have notified (B)(6) for awareness.

Event description:
The customer reported that as they started to inject and push the plunger, they noticed that the vaccine was leaking out at the junction between the needle and the barrel. The whole vaccine leaked out and nothing went inside. No information was received regarding any serious injury as a result of this product malfunction.